Event description:
Consumer reports that after brushing her teeth, she found a small piece of her tooth had chipped. This is being reported as a malfunction with the potential to cause a serious event.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)

Event description:
Consumer visited the dentist and determined that this injury was not a chipped tooth, but rather, a filling that fell out.